Manufacturer narrative:
Additional information was received indicating that the patient's ineffective stimulation was resolved with the replacement of their ipg as documented in manufacturer report number: 1627487-2024-00275. As such the reporting decision has been changed on the patients scs lead documented in manufacturer report number: 3006705815-2024-00457. It has been determined that this medical device report is no longer necessary.

Event description:
Additional information was received indicating that the patient's ineffective stimulation was resolved with the replacement of their ipg as documented in manufacturer report number: 1627487-2024-00275. As such the reporting decision has been changed on the patients scs lead documented in documented in manufacturer report number: 3006705815-2024-00457.

Event description:
Related manufacturer report number: 1627487-2024-00275. It was reported that the patient was experiencing ineffective relief from their scs system as well as pain at the site of their ipg pocket. It was noted that the patient has felt no pain relief since the date of their original implant. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.section b3: event date is estimated.the allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4) serial: (B)(6), batch: a000035655.